Event description:
It was noted that the patient was getting no response from their implantable neurostimulator.

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial # (B)(4) showed no significant anomalies.

Event description:
It was further reported that the cause of the event was that the patient did not charge her battery and it died. This was likely due to non compliance, but the physician noted that the patient did have charging issues since the start. There were no issues with the lead or extension. There were no abnormal impedances. The stimulator was explanted and replaced on (B)(6) 2013. The patient did not require hospitalization. There were no injuries.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device had been dead for a year. The patient had met with a rep at least twice and was unable to get the stimulator to start charging. The patient had trouble with the stimulator since implant; sometimes it worked and sometimes it didn't, and it didn't hold a charge. The patient would charge it and then it would die. The patient had not felt stimulation, except after one reprogramming session, since the device was implanted. It was further reported that a company representative met with the patient on (B)(6) 2013 for an attempted reprogramming, but there was no response from the stimulator. The representative tried 2 different programmers. The patient confirmed the inconsistent therapy. There were no falls or other trauma that would have damaged the device. A stimulator replacement was planned. Additional information was requested; if received, a follow up report will be sent. See also MFR 3004209178-2013-05819.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3487a-56, lot # v775091, implanted: (B)(6) 2011, product type lead; product ID 3487a-56, lot v775091, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported the device never recharged.

Manufacturer narrative:
(B)(4).